Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant of the right ventricular lead, the physician was unable to implant high on the septum, and resulted in poor sensed r-waves. The lead was then retracted and got "stuck on the annulus". The lead was removed and replaced. It was also reported that tissue was observed wrapped around the lead helix. No patient complications have been reported as a result of this event.